Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(6). Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were related alarms observed in black box. The battery compartment had cracks observed in the thread area and below the grip pad. The audio bolus button cover was detached. During investigation, am alarm was received on each rewind attempt. The idle and sleep current draws were within specifications. The pump was opened and internal component was reclaibrated, which stopped the alarms.